Event description:
International affiliate reports that the suture tensile strength is weak; suture breakage. No info is available as to the procedure or date of event. There are no reported adverse consequences to the pt related to this event.